Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("backache frequently") and genital haemorrhage ("hemorrhages") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant), pruritus generalised ("a lot of itching on the body"), puncture site reaction ("puncture sensation"), ovarian disorder ("contractions in the ovaries"), polymenorrhoea ("menstrual bleeding twice or three times monthly") and depression ("depressions"). Essure treatment was not changed. At the time of the report, the back pain, genital haemorrhage, pruritus generalised, puncture site reaction, ovarian disorder, polymenorrhoea and depression had not resolved. The reporter considered back pain, depression, genital haemorrhage, ovarian disorder, polymenorrhoea, pruritus generalised and puncture site reaction to be related to essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-mar-2019 for the following meddra preferred term: back pain analysis in the global safety database revealed 622 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. The reporter commented: the consumer referred that after the product insertion she has presented a lot of itching in the body, puncture sensation, contractions in the ovaries, hemorrhages, and menstrual bleeding twice or three times monthly. She referred she has backache frequently, she has taken sick leave, and has called to urgencies to attend her at home. She referred that the last mentioned has caused her depressions, she requests help and the product removal to left all this side effects caused by the product. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.